Event description:
A customer reported experiencing a cartridge alarm 20 while using their equipment during the pumping process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating that the blood glucose level was within a normal range. Technical support assisted the customer in loading a new cartridge using the correct technique, and the customer was able to successfully resume insulin therapy, resolving the issue.